Event description:
It was reported the staple line was not completed after firing the stapler during a low anterior resection-sigmoid procedure. Case was completed by hand suturing. No pt consequence.